Event description:
It was reported that when an asymptomatic patient presented via remote transmission, atrial lead noise and automatic mode switching (ams) episodes were observed. Programming changes were discussed. No further information is available this time.